Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that no matter what position the patient was in, they felt a sudden sensation like ¿having a lamp wire with a short¿, then it would stop. The patient further described the sensation as a surging or bursting of stimulation; it didn't matter if they were lying down or sitting. For troubleshooting, the patient was asked to check if adaptive stim (as) was enabled, but the patient did not have their patient programmer (pp) with them. The patient was sent online tutorials on ¿using your scs system¿, and an appointment was scheduled for (B)(6) 2018 to meet with a manufacturer representative (rep) and healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was experiencing an increase in stimulation intensity based on her posture. The patient typically functions in a slouched posture. The patient would occasionally sit straight up and she would feel it get a little bit stronger, but it was not shocking her. Reprogramming was done and adaptive stimulation was enabled and set. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep spoke to the patient and had an appointment set up. No further complications were reported.